Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) paired with the dexcom mobile app but failed to establish bluetooth connectivity with the ilet, resulting in the sensor not pairing to the pump while glucose readings continued on the phone app. No symptoms or adverse event occurred. Outcomes included no impact to blood glucose management as readings were available in the dexcom app and therapy continued. Investigation included user education and basic troubleshooting, including toggling the cgm model setting between g6 and g7, restarting the ilet, and instructing the user to allow time for pairing. Investigation of this case revealed that the device function for glucose sensing on the phone app was intact, and the issue was isolated to pairing with the ilet. It was concluded that the event involved a communication pairing failure limited to the ilet connection, resolved through standard troubleshooting and monitoring.